Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the complaint was confirmed for ¿no communication¿ due to depleted battery. The battery depletion is due to patient error. Per event summary ¿the patient stated to not have charged or used the system in a few years.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2014, where the patient's ipg was explanted and replaced, which resolved the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or charged her ipg in several years. It is unknown when the patient last successfully recharged her ipg. The patient's ipg is inoperable and her programmer reflects a communication error. It was also reported the patient is experiencing pain and desires to use the system again. The patient will consult with the physician regarding surgical intervention as the next course of action.